Event description:
It was reported that a spectrum pump did not alarm for upstream occlusion during unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, upstream occlusion alarm would not alarm was not reproduced. Evaluation sent the device for upstream occlusion testing and device came back with passing results. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be ultrasonic sensor values to be out of specification. Evaluation was unable to calibrate the ultrasonic sensor. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.